Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described them packaging the equipment in a box when the handle of the box broke off and the box fell and hit their arm causing a bleeding dime sized cut. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown as follow up attempts were unsuccessful.